Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, the cable connecting the front therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the check te pad messages is the damaged wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.